Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2026 and the ipg was moved superiorly.